Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2020-31786. It was reported that patient experienced shocking sensation when the therapy was on. X rays revealed one of the lead was migrated. Reprogramming was not able to resolve the issue. As a result, both the leads were explanted and replaced, resolving the issue.